Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a roux-en-y procedure, the device failed to hold the needle which fell out after 1 successful suture pass. The needle fell in to the patient cavity however it was retrieved and no device fragment was left in the patient. The needle was discarded. Another of the same device was used to finish the procedure. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No needle was retuned with the instrument. No visual abnormalities were observed on the instrument. The instrument was loaded with a pmv needle and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.